Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system, with blood glucose values trending above 400 mg/dl overnight before beginning to decline during troubleshooting; the user had changed infusion supplies multiple times and reported psychosocial stress, and an inset with 23-inch tubing showed no visible issues with tubing or cannula. Symptoms included hyperglycemia. Outcomes included no reported long-term impairment or hospitalization. Investigation included troubleshooting and education by the agent with a plan for follow-up. Investigation of this case revealed no confirmed device malfunction or component damage and no identifiable device-related cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.